Event description:
It was reported to nova biomedical that a consumer received a result of 410 mg/dl on their blood glucose meter while at a restaurant, time period is unk and any personal intervention. The consumer experienced a hypoglycemic event which required medical intervention. Paramedics tested the consumer on their blood glucose while in the ambulance on their way to the hospital getting a result of 43 mg/dl. Unk time period between results. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.